Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the intuitive technical support engineer (tse) from off-site to report a non-intuitive movement on patient side manipulator (psm) 3 that occurred in a case yesterday. The csr was not in the case, but the surgeon sent the csr a message reporting the issue. The surgeon said that while using monopolar scissors in psm3, the instrument jerked and went off-screen. The customer reseated the instrument and continued the case, but the surgeon was concerned about system functionality. The tse was unable to see logs since the system is not connected. The csr could not get logs since she was not on site. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed calibration on the diagnostic test engineering (dte) on patient side manipulator (psm) 3. The calibrations passed. The fse tested psm with instrument, functioned as intended. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.